Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracked and scratched damage screen. The customer¿s blood glucose level was unknown. Customer states the scratches all over the front of the pump and screen. The customer was assisted with troubleshooting and customer states it is hard to read and stated that he leaned against some metal and scratches occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.